Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, fold creases, wear abrasion, brown particles inside of the device. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a crease smooth opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced. .